Manufacturer narrative:
.

Event description:
It was reported through a company representative that nurse was not able to perform a system diagnostics test on a vns patient's system. The interrogation was possible. It was reported that the case was due to a broken usb white cable, when a new usb white cable was provided the issue was resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.